Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient in (B)(6) contacted lifescan to report the onetouch ping enhanced meter was giving the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On approximately (B)(6) 2014, the patient experienced the symptom of ¿feeling strange¿ while walking. While symptomatic, the patient noted the reported meter was displaying the battery indicator symbol; she was unable to obtain a blood glucose reading. The patient took the preventative action of consuming glucose tablets. At an unspecified time afterwards, the patient tested her blood glucose level with another meter and obtained the reading of 18.8 mmol/l. The patient then took a correcting bolus dose of insulin via her pump. Troubleshooting revealed the meter¿s battery did not need to be replaced and there had been no misuse of the product. The issue was not resolved. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms began prior to the meter issue, her symptoms and blood glucose levels were not indicative of severe injury and she denied seeking medical attention. However, as the meter power issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (07/09/2014). The lay user/patient¿s meter has been returned, and was evaluated by lifescan product analysis on 07/07/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.